Event description:
I just read correspondence on-line from you relative to the advertising for lasik surgery. Let me say there are still no disclaimers about lasik surgery or iols on television commercials in my county. These procedures, which cause severe and permanent side effects--intraocular lenses have damaged my eyes beyond repair. These ads showed people throwing away their eye glasses, and just like they told me, you will never have to wear reading glasses again! I was wearing reading glasses again in matter of months. I didn't have cataracts. This doctor said, "if you never, ever want to wear reading glasses again, you should have the iols implanted." I have visited three ophthalmologists, who all perform these procedure, and not one of them had the nerve to provide truthful answers on why my eyes were so impaired---and one even added a third lens to one eye after reassuring me he could replace the lens safely with a new one. He even charged (B) (6) for removing a prosthetic lens. He placed the second lens on the outside of the capsule and left the defective one in place. Now, after only a matter of weeks. The side effects are much worse, and this crook is unaccountable for his actions. I have made an appointment at a major medical center to see another doctor about getting a fourth opinion and this will be my last attempt at looking for a solution. An attorney will be my next stop! Iols have the same disabling side effects as the lasik surgery, huge halos--30' in diameter and they reflex of any car light, street lights, along with reflections from wet streets or sun reflecting off cars or anything metallic. The glare is like looking at the sun, and computer screens are just as bad. I have written the FDA from early on with no response; like I suggested in my first correspondence to you over two years ago! I warn as may people as possible of the severe risks associated with these procedures. (B) (6)